Event description:
It was reported that the ilet user's caregiver accidentally entered a duplicate meal announcement, resulting in an unintended double dose while the user¿s capillary glucose measured 126 mg/dl and the cgm displayed 148 mg/dl. There were no reported symptoms despite risk of hypoglycemia for which fast-acting carbohydrates were available, with no alarms reported. Outcomes included no health consequences. Investigation included a review of user-reported history and troubleshooting and education about proper meal announcement use. Investigation of this case revealed use error related to accidental duplicate meal entry, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.